Manufacturer narrative:
The ventilator is being returned to the MFR for eval. As of the submission of this report, the device has not been received. A f/u MDR submission will be sent once the device has been received and evaluated.

Event description:
During clinical use, the hyperbaric ventilator was unable to maintain proper tidal volume at treatment pressure despite maximizing ventilator flow. Two attempts were made to utilize the hyperbaric ventilator with the hyperbaric chamber. During the first attempt a decrease in measured tidal volume was noted as the chamber was compressed. The chamber was decompressed and the circuit and exhalation block was replaced by a completely different complete circuit and exhalation block. Rate and tidal volume was checked by attaching the circuit to a standard test lung and was correct before attaching the pt to the circuit. A second attempt was made to treat the pt. As the chamber pressure increased to a target pressure of 2.5 ata (22.1 psig) the tidal volumes continued to drop from a pre treatment volume of 600 cc to 200-300 at 22.1 psig (2.5 ata) with a corresponding decrease in chest rise. The pt was returned to ambient pressure with no ill effects. There was no serious injury or death. The pt was extubated and received a hyperbaric oxygen therapy treatment later on that day. The ventilator appeared to function properly at ambient pressure.